Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent migration occurred. The stenosed target lesion was located in the proximal part of a vein graft. A 2.25 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. When post-dilation was attempted following stent deployment, it was realized that the stent had actually forwarded down the graft. A larger balloon was then advanced to expand the stent against the vessel wall. No patient complications were reported and the patient's status was fine.